Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: 00662406560, bone screw self-tapping 60 mm length 6.5 mm dia., lot # 61458850; 00662406520, bone screw self-tapping 20 mm length 6.5 mm dia., lot # 63991418; 00662406525, bone screw self-tapping 25 mm length 6.5 mm dia., lot # 63896220; 00662406560, bone screw self-tapping 60 mm length 6.5 mm dia., lot # 62529457; 00662406550, bone screw self-tapping 50 mm length 6.5 mm dia., lot # 63991423; 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., lot # 63704581; 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., lot # 64080526; 00700006020, trabecular metalac acetabular revision shell, lot # 63767639. Report source: event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00107, 0002648920 - 2020 - 00108, 0002648920 - 2020 - 00109, 0002648920 - 2020 - 00110, 0002648920 - 2020 - 00111, 0002648920 - 2020 - 00112.

Event description:
It was reported that approximately 17 months post implantation, the patient was revised due to loosening of the acetabular components. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was able to be confirmed by review of medical records. Provided radiographs were reviewed by a hcp and identified loosened and displaced acetabular implant with fixation screw fractures. No further evaluation could be performed with the provided x-ray images. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.